Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es keyboard had stopped working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not functioning. A field service engineer checked the device onsite and confirmed that it had started working again. The system functioned as intended after the field service engineer verified the device.

Manufacturer narrative:
Correction : imdrf annex a.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es keyboard had stopped working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.